Event description:
It was reported by the spinal cord stimulation (scs) patient that she felt shocked when bending her neck. The patient felt numbness and tingling in neck and extremities. The patient states that the wires were coiled up and she had a large bump in the spine. The patient states she's had four surgeries, however it is unknown if these surgeries are device related or what exactly was performed. The patient states she was permanently disabled. The patient underwent an explant procedure.